Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and the returned device had a damaged connector. It was noted the right ventricular (rv) lead mbc was damaged. The analyst commented no sigma pace was done at preliminary analysis due to damaged rv mbc and functional testing was unable to be completed due to the damage. (B)(4).

Event description:
It was reported that during surgery, the physician was unable to place the new right ventricular (rv) lead into the connector port of the already implanted implantable pulse generator (ipg) due to material blockage. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information -- 2015-10-01 19:26:41 cst pli# 10 product ID# a3dr01. The device was returned, analyzed and the returned device had a damaged connector. It was noted the right ventricular (rv) lead mbc was damaged. The analyst commented no sigma pace was done at preliminary analysis due to damaged rv mbc and functional testing was unable to be completed due to the damage. Geo event description:it was reported that connection of ventricular lead not possible due to some material blocking the connector port. Initially the physician wanted to replace the right ventricular lead due to high threshold (uni and bipolar configuration no capture with 8v possible) early after implant (see attached documents). The lead was successfully replaced with stable values of the new lead (sensing: 18.3mv, threshold: 0.5v/0.4ms and impedance 608ohms). The suspected failed lead was not measured via the analyzer but was rather directly explanted and will be returned for analysis (mpxr_272459). There was no problem in explantation. As the new lead wanted to be inserted into the pacemaker (implanted on the (B)(6) 2015) it was not possible to insert it into the port nor to tighten the setscrew. In visual inspection there was "material" blocking the port. Troubleshooting was performed by untighten fully the set screw and tighten it again but the obstacle did not move. The physician reported not having any problems in taking the replaced lead out of the port at the beginning of the procedure. The new ventricular lead was tightened to the atrial port to exclude an issue with the new lead. It now needs to be clarified if this device functionality is within specifications. Preliminary geo assessment: "review of the std-file (20 jul 2015) revealed the following: >> procedure related. >> related to (B)(4). Preliminary geo conclusion: suspected device ok. (B)(4).